Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 49 mg/dl were recorded by continuous glucose monitor (cgm) between 10:11 pm and 10:31 pm. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. At 7:37 pm, user requested a 2 unit bolus by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). Earlier in the day, user set temporary basal rates of 189-200% (3-3.8 units/hour) for several hours. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl; cause was unknown. Glucose was consumed oto treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.